Manufacturer narrative:
Investigation summary: a review of the device history records identified no issues for lot 0001285103. Sample analysis confirmed the failure mode (incorrect component). The sample returned contained the incorrect 19 gauge epidural catheter. The investigation noted that packaging of the 406047 is a manual process. As part of this manufacturing process, all components are to be verified with the applicable bill of material at start up and at any time during the manufacturing process when more components are delivered to the manufacturing line. Based on the DHR review results and the sample evaluation, the investigation identified the most probable root cause to be a failure in the component verification step with the applicable bill of materials during the manufacture of the affected finished good lot. Conclusion: based on the complaint investigation, the most probable root cause was that manufacturing personnel did not properly verify components as they were delivered to the manufacturing line. Based on the identified probable root cause, all applicable manufacturing associates have received awareness training regarding this particular incident. Awareness training for this issue was done previously for this lot and failure mode.

Event description:
It was reported that the catheter cannot thread through the needle with a bd tray epid cont we18g3.5 c20 lor5 s/l/l-e. The following information was provided by the company reporter: it was reported that customer is not able to pass catheter through needle. The following information was provided by the initial reporter: most of my complaints were minor in nature and have been ongoing for a number of months now but in the recent past I have noticed increasing resistance to passage of the catheter thru the needle. It is now to a point where I cannot pass it at all. I check each time before I place a needle into a patient now and have had several kits where you cannot pass the catheter, one of which you cannot even get one centimeter past the hub.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the catheter cannot thread through the needle with a bd tray epid cont we18g3.5 c20 lor5 s/l/l-e. The following information was provided by the company reporter: it was reported that customer is not able to pass catheter through needle. The following information was provided by the initial reporter: most of my complaints were minor in nature and have been ongoing for a number of months now but in the recent past I have noticed increasing resistance to passage of the catheter thru the needle. It is now to a point where I cannot pass it at all. I check each time before I place a needle into a patient now and have had several kits where you cannot pass the catheter, one of which you cannot even get one centimeter past the hub.